Manufacturer narrative:
Concomitant medical products continued: dtbb1d1 ICD implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead impedance had risen from the range it was at a year and a half ago. Bipolar impedance is stable other than a one-time jump to a higher level, which caused an alert to trigger. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.